Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties occurred. The unspecified lesion was mildly tortuous with fibro-fatty disease. A 12x3.0 promus over the wire drug-eluting stent was successfully deployed at 15 atmospheres in the target lesion. Post-deployment, the physician was able to remove the stent delivery system separately from the choice guide wire, but resistance was encountered between the devices. There were no pt complications and the pt's current condition is listed as "fine". Additional information was requested, but not received.